Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head light cable was broken at the end and its optical fibers were visible. The issue occurred during inspection for use for an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost, the endoscopic image definition is not usual and poor contact of camera unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that poor watertightness of cable unit and poor contact of camera unit led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.